Manufacturer narrative:
Additional information: date of event.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked housing and case damage. Customer's complaint of error code 1720 was verified. The event log was unable to be downloaded. The backup capacitor and the housing will be replaced in service. Use testing was performed. The problem source is the faulty backup capacitor.

Event description:
Information was received that the cadd legacy pump had error code 1720, damaged screen and case. No reported adverse effects.